Manufacturer narrative:
The treatment tip was not returned for evaluation. An evaluation of the data card indicated error messages were prompted during treatment to alert the operator of the treatment tip not being in full contact with the patient's skin, failure to follow on-screen instructions, rf noise, empty cryogen can/a cooling system fault, treatment tip not being fully connected or tip thermistors not functioning properly, treatment tip temperature limit exceeded, and the treatment tip being too cold. A failure to maintain constant force until the tone ends (until the end of post cool state) can result in an unsafe condition. If errors occur during treatment, the rf delivery is stopped and the system will display text instructions for the operator indicating what action may be required to resolve the issue. The device history records were reviewed and there were no non-conformities or anomalies found related to the reported event. The reported adverse event is a known procedure complication of thermage treatment. Burns, blisters, scabbing, and scarring are known possible patient reactions to thermage treatment. Based on the updated information received regarding the patient''s outcome, it has been determined that this was not a serious injury as no scarring or permanent damage occurred.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient was treated on the face and neck and one day post treatment had 1-2 mm sized fluid filled pustules on the submental and mid neck and bilateral cheeks. There was no skin change noticed during or immediately post procedure. The patient was given 1 mg xanax orally thirty minutes prior to the procedure. The patient was not given any medication to treat the blisters, but was advised to moisturize and avoid the sun. The patient applied aloe vera to the blisters at home. In the physician's opinion, the blisters will probably heal without permanent scarring. The blisters are resolving. The patient received botox post thermage treatment in the same area where symptoms were reported. Reportedly, a "tip replacement" error occurred during treatment. The treatment tip surface was inspected by the user prior to treatment and nothing was noted. The tip surface was not re-inspected during treatment.